Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had a low pressure error. Patient involvement unknown.

Manufacturer narrative:
One device was received for investigation. Visual inspection showed found that the bottom case was cracked, battery cover missing, and all knobs missing. The device was functional tested. The pressure cycle light was not in specification. The reported complaint is confirmed. The root cause was damage to the alarm cable harness. The electrical alarm cable was replaced and the pressure switch recalibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.